Event description:
While attempting to utilize the smartsite infusion set (ref 2426-0007) an "air in line" message was displayed on infusion pump. In order to troubleshoot this issue, 3 different IV pumps, 6 different smartsite IV infusion sets of the same ref number and 2 different rns were utilized - all with the same result. When staff changed to a different type of IV tubing (different ref number), the alarm was no longer produced. The same IV pumps were used that had previously alarmed air in line. The patient was not harmed, but this event presents a delay in IV therapy.no air was visible in the line in any of the above events when the pump alarm indicated there was air in the line. The tubing was inserted firmly toward the back of the air in line detector, as staff were educated, with each event. Staff were educated to clean the devices and clear pump alarms per carefusion recommendations. Biomed did not evaluate the pumps in these cases.